Event description:
It was reported that in (B)(6) 2013, the lead was not anchored correctly and the lead migrated. In (B)(6) 2013, the leads and paddles were replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).